Event description:
A malfunction alarm, specifically alarm 20, was reported while the pump was in use. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, as it was still under warranty, and instructed the customer to use multiple daily injections as a backup insulin therapy. The customer was also guided on how to put the pump into storage mode before returning it and was provided with a pre-paid label for the pump's return.